Event description:
This lead was implanted on (B)(6) 2002 and was explanted on (B)(6) 2002 due to infection. The physician was dr. (B)(6) at (B)(6) in (B)(6), ny. The prior system, an luo abdominal bi-ventricular dddr ICD system, was explanted on (B)(6) 2002 due to infection. Dr. (B)(6) doing oft. One induction - broke cleanly @20j. One undersensed event during induction @1.2mv sensitivity. Mode switch on @1 40ppm. Fluoro time: 2:24. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).